Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered fours bursts of anti-tachycardia pacing (atp) and six shocks as inappropriate therapy for the patients atrial driven rhythm. Technical services (ts) was consulted and discussed stored data. This device remains in service. No additional adverse patient effects were reported.